Event description:
A healthcare professional reported that phacoemulsification (phaco) tip was broken during the intraocular lens (iol) implantation surgery. The surgery was completed. The other surgery details were unknown. There was no report of patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).